Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "device misfiring"? According to dr (B)(6), the device cut, but he did not see any staples. Could you please confirm the cdh device used (cdh29a or cdh29p) cdh29a. Where within the gap setting scale was the orange indicator prior to firing? Dr (B)(6) did not remember. What confirmation was received that the device was fully fired? Dr had no idea. Did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? Na. What was the shape of the staples (b-formation, irregular, legs straight)? Na, did not see any staples coming out of the device. Were the staples deployed into the tissue? Na. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Did not remember if the device fully cut, were both tissue donuts present? Did not remember if the device fully cut, were both donuts complete? Did not remember. How many counter-clockwise revolutions were used to open the device? 1/2-3/4. How was it confirmed that the anvil was free from the tissue prior to removing? Dr don't remember. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Dr (B)(6). Who removed the device? Dr (B)(6). Was the safety reset prior to removal? Yes. What was the users experience with the device? Yes. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, misfiring of cdh. There were no patient consequences.